Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right posterior tibial artery. The 300cm pt² guide wire was advanced to the lesion; however, the tip was detached and was left inside the patient's leg. No attempt was done to retrieve the detached portion with a snare because the artery was already closed. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. One section of the distal end was not returned. Unit matches with upn provided by the customer. The visual inspection was performed and the device presented: the distal tip detached and bent. All the outer diameter (od) measurements were taken all of them met specifications. Guidewire overall length: 298.2 cm approximately. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: the sample presented evidence of solder failure by tension overload as mode of wire separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right posterior tibial artery. The 300cm pt guide wire was advanced to the lesion however, the tip was detached and was left inside the patient's leg. No attempt was done to retrieve the detached portion with a snare because the artery was already closed. No patient complications were reported and the patient's condition was fine.